Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gave erroneous results. The following information was provided by the initial reporter: "(B)(6) results on (B)(6) since one month when changing centrifuge settings (B)(6) sometimes shows up with a (B)(6) result which can not be confirmed. When centrifuging serum at a higher speed the new result shows up (B)(6). The supplier of the (B)(6) kits has been contacted and provided new kits, this did not make a difference."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. To assure a high quality specimens several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gave erroneous results. The following information was provided by the initial reporter: "weak positive results on hbsag since one month when changing centrifuge settings hbsag sometimes shows up with a weak positive result which can not be confirmed. When centrifuging serum at a higher speed the new result shows up negative. The supplier of the hbsag kits has been contacted and provided new kits, this did not make a difference."